Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the improved canister. The treatment was continued with a back-up device. There was no patient harm. There was no delay. The device will be returned to jp local service for evaluation. The results will be shared after its completion.

Manufacturer narrative:
The device used in treatment has been returned for evaluation however we could not establish a relationship between the reported event and the device. A visual evaluation found no defects. A functional evaluation was conducted and found no faults; the device was fully tested and performed within expected parameters. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production and the device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.